Manufacturer narrative:
Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause is attributed to user error of the device due to over-torquing/over-engaging the driver within the screw head.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12/10/2024 it was reported by a sales representative via sems-06731796 that an ar-9565 glenosphere screw univers revers modular glenoid system tip broke off during insertion. No further information was provided. Additional information was received on 12/18/2024: the correct part number was ar-9625 3.0 mm hex driver, which had the tip break off during insertion. All fragments were retrieved from the patient. The case was completed using another ar-9625 3.0 mm hex driver. No case delay was reported, and no additional anesthesia was administered to the patient. This was discovered during an rtsa procedure on (B)(6) 2024. Additional information was requested.